Event description:
Boston scientific received information that the patient reported that a sales representative programmed the defibrillator portion of the device off for an unspecified reason. Additional information was sought from the local area sales representative, however, at this time additional information was not available. To date, no adverse pt effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.